Event description:
During an endoscopy procedure, the physician used a cook zilver expandable metal biliary stent system. After positioning the stent, it could not be released across the stricture. Another stent was deployed to complete the procedure. This device was received at cook for evaluation on 2/25/2015. Our laboratory evaluation confirmed on (B)(6) 2015, that the stent had prematurely deployed 1 cm. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the stent was returned partially deployed from the stent delivery system. The distal tip of the stent measured 1 cm in length beyond the distal end of the catheter of the stent. All four gold markers are present on the distal end of the stent, no piece is missing. The clear cap on the stent delivery system handle remains tight on the body. The distance between the y-body and wire guide port hub measures within specification. The length of the outer sheath was measured to the product tip and found to be within specification. A functional test was attempted, the device was not able to be advanced down the endoscope due to the stent exposed. After loosening the clear cap, the handle was pushed in and the stent was deployed as intended without difficulty. The fully deployed stent measured the correct length, 8 cm. The instructions for use instructs the user to loosen the clear cap before deploying, if the clear cap is not loosened this can cause difficulty during deployment of the stent. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use provides the following information: once stent delivery system is in correct position for deployment, loosen cap on proximal end of y body. Stent is now ready for deployment. Information provided indicated resistance was encountered when the wire guide was advanced into position. Resistance of this nature is most likely due to placing the stent in a severe stricture. A caution located in the instructions for use advises the user to avert stent placement if a wire guide will not advance through the stricture. The contraindications listed in the instructions for use include inability to pass the wire guide or stent through the obstructed area. Information provided indicated resistance was encountered when the stent delivery system was advanced into position. Resistance of this nature is most likely due to placing the stent in a severe stricture. The contraindications listed in the instructions for use include inability to pass the wire guide or stent through the obstructed area. Difficulty in stent deployment can occur if the catheter of the delivery system has a bend or kink. Kinks, waves and/or bends in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Difficulty in stent deployment can occur if the anatomy of the patient is tortuous or difficult to cannulate. The instructions for use advise the user to avert stent placement if a wire guide will not pass through the strictured area. Prior to distribution, all zilver expandable metal biliary stent are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.